Event description:
It was reported that a malfunction with code malf 12 occurred, and the customer had not reset the pump within the previous 24 hours. There was no reported impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the issue did not recur. The customer was advised to continue using the pump and to contact support if the malfunction reappeared.